Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 alleging three episodes of ¿very low¿ blood glucose (bg) in the last month due to receiving too much insulin from the pump. The patient reported a bg measurement of 40 mg/dl. The patient stated the paramedics were called and he was transported by them to the hospital where he was treated and released. Details of the treatment were not provided. No further information was provided regarding this event. During a separate alleged hypoglycemic event, the patient reported that his wife administered a glucagon injection to him when his bg was down to 38 mg/dl. The patient stated that with this episode of hypoglycemia, he experienced unconsciousness and was confused upon waking from the unconscious state. No further information regarding this event was provided. The patient alleged these hypoglycemic events were the result of the keypad buttons on the pump being difficult to press and requiring multiple presses to get them to work. The patient stated the buttons most affected were the ok and contrast buttons. The contrast button has no effect on insulin delivery. The patient reported the audio bolus button was also difficult to press. The patient denied any damage to the keypad or audio bolus button cover. This complaint is being reported because the patient allegedly experienced hypoglycemia resulting from unresponsive keypad buttons on the pump and this issue remained unresolved with troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/24/2013 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No damage found to the keypad. All buttons respond to presses appropriately. Keypad removed; no damaged misaligned contacts found, contamination found under the up arrow, down arrow and contrast button contacts.